Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the system leak verification: pressure drop over 10s test had failed on the device. The blower cap will need to be replaced to address the issue. Additional findings not related to the malfunction/issue was damaged to the front vanity cover, which the vanity cover was replaced on the device.